Manufacturer narrative:
Philips has started an investigation, a follow up will be submitted once completed.

Event description:
Philips received a report that a patient allegedly suffered hearing damage from the patient infotainment system used during scanning.

Manufacturer narrative:
The reported incident occurred in nov 2022 but was not reported to philips until sep 2023, a patient claimed to have had their hearing damaged. Patient indicated the volume increased unexpectedly from the headset, damaging their hearing. On this site, the headset was replaced. As per information received from the submitter of this feedback, the issue with loud noise (volume sporadically increasing) did not happen after replacing the headphone. There were also no claims of similar issues before the replacement of the headset with other patients. Due to the prolonged time between the incident and when it was reported we were not able to analyze the logfile of the day in question as this was no longer available. Based on the available information, we are not able to determine the root cause of the alleged loud noise coming from the headset.